Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 7438, serial# (B)(4), product type: programmer, patient; product ID 3389s-40, lot# v603031, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported there was a loss of therapy. It was stated the patient had a loss of therapeutic effect and stimulation. It was noted the device went to a power on reset (por) when they tried to increase the voltage. It was stated the issue was resolved. It was noted the patient had increased tremor breakthrough for the past 6 months prior to report. It was noted reprogramming seemed to help for a few days and then it would lose efficacy. It was noted the device did a por and then it reverted back to factory settings. It was stated they were able to reprogram the device. It was noted the battery level was at 3.72 and the therapeutic impedances were normal. It was stated the patient status at the time of report was alive with no injury. It was stated the tremor returned 100% until the patient was reprogrammed. It was noted the doctor may check the lead placement to ensure the lead is in optimal location. It was noted they may also try to get the battery replaced in order to utilize advanced programming features to help capture more consistent tremor control. It was further reported the physician had cleared the code¿before they really saw it¿ so they were unsure what the code was that had appeared. It was noted the patient received therapy when they left the clinic.